Manufacturer narrative:
"This report is part of a retrospective review and remediation efforts in response to a warning letter. (B)(4). S/w 2.8c. Device received with duracell alkaline battery installed. Device passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the delivery accuracy test at 0.08735 inches. Data analysis: the download history file lists data from (B)(6) 2017 to (B)(6) 2018. No data exists for april 2018.

Event description:
Medtronic received information that no damage (physical or cosmetic) occurred. There was an allegation of death as a result of this event.